Event description:
It was reported that the customer has a bent cannula. It was also reported that the customer had sensor and calibration errors. Customer's blood glucose level at the time 94mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.